Manufacturer narrative:
The reported event of device in backup mode was not confirmed. The reported events of inability to interrogate, no output, and premature battery depletion were confirmed. As received, the device had no telemetry and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that during a remote follow up, the device was found to be in back up vvi (bvvi) mode. During a follow up in clinic, loss of pacing was noted resulting in arrhythmia, dyspnea and fatigue. Additionally, the device was unable to be interrogated. The device had reached elective replacement indicator (eri) battery level prior to the event. The physician suspected premature battery depletion between eri and end of life (eol). Abbott technical support was contacted and the device was explanted and replaced. The patient was in stable condition.